Event description:
It was reported that during a gastric bypass procedure, the doctor noticed that some staples from the white reload were unformed. He sewed over the staple line. This was a contributing factor that extended case time. Patient experienced brachio plexis injury attributable to prolonged surgery. One device and one reload were discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information received: during the gastric bypass the doctor noticed that while creating the jejuno-jejunostomy using an ecr60w (white) cartridge for transection of the small intestine, he noticed that there were some unformed staples. Where on the cartridge he could not recall. The procedure took approximately 5 hours to complete. Also during the gastric bypass while creating the gastrojejunostomy the surgeon notice that the ecs21a was difficult to remove after firing. To the best of the surgeon¿s memory he did not hear any audible differences while firing. Dr. (B)(6) has many years of experience using the devices as well as many years of experience as a bariatric surgeon. He did not recall any higher or lower forces than expected. The surgeon fired the device. This is all the information I have regarding this complaint.